Manufacturer narrative:
(B)(4). The hospital has advised that one breathing circuit is available for eval. The breathing circuit is currently en route to fisher and paykel healthcare for eval. We will provide a follow-up report upon receipt of the breathing circuit and completion of our investigation.

Event description:
A hospital in (B)(6) reported that twenty (20) rt236 infant dual-heated evaqua breathing circuits failed the ventilator leak test. The hospital reported that there were no pt consequences.